Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states that the surgeon was trying to put in 1.5 t-plate with cortex screw for a hand fracture. It was reported that two screws length 9mm broke insitu and the surgeon had to remove the screws using the broken screw extraction set. The broken screws were removed successfully. The 1.5 t-plate was not reported damaged and was used to complete the procedure. There was a 30 minute delay during the event. Patient is well and discharged from hospital. This is report number 3 of 3 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.